Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mdm metal liner and trident psl slip off . It was treated by revision surgery. To revision. Update: " the mdm metal liner come out of the psl shell".